Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's found that foreign matter on the prn during priming.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8302705. Our records show that this is the only instance of foreign matter being reported for this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned for testing. Ftir analysis was completed on the piece of material observed on the surface of the sample. Composition testing of the foreign material determined it to be of human origin, most likely originating with the manufacturing team. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in prn-cap y experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's found that foreign matter on the prn during priming.